Event description:
Customer alleged that the hilow will drift down after it has been raised. Customer stated that there were no injuries. Customer alleged that a patient was in the bed and the bed was being used in a regular patient room.

Manufacturer narrative:
Hill-rom technical support advised the customer..to raise the hilow and unplug the bed to see if the alleged drift still occurs. It was explained to the customer that if it does he should disassemble and clean the hilow brake assay. Customer alleged that the hilow would still drift when the bed was unplugged. He was informed that he will need to disassemble and clean the hilow brake assy. Customer stated that he disassembled and cleaned the hilow brake assy and the problem with the hilow drifting down has been resolved.